Event description:
It was reported that the pump's USB port was loose, and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 Pro Max / 3.5.1 / iOS_16.2.